Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a left circumflex artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent got damaged while tracking down the lesion. The procedure was completed with a 3.00x23 non-bsc stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left circumflex artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent got damaged while tracking down the lesion. The procedure was completed with a 3.00x23 non-bsc stent. No patient complications were reported. It was further reported that the event was entered in error. Stent damage did not occur.

Manufacturer narrative:
Updated: b5: describe event or problem. E1: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: the synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left circumflex artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent got damaged while tracking down the lesion. The procedure was completed with a 3.00x23 non-bsc stent. No patient complications were reported. It was further reported that the event was entered in error. Stent damage did not occur.